Manufacturer narrative:
Product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) 2019-09-06. It was reported no troubleshooting had been performed related to the pain when bending forward due to the acute seriousness of the patient condition. The patient was given morphine for overall pain, including cardiac. The cause of the pain when bending forward was not determined. However, the patient was defibrillated prior to being brought to the hospital. The pain has resolved. The patient was advised to keep the stimulator off for the time being because he now has an epidural hematoma confirmed with CT scan. No intervention was taken, as the patient was asymptomatic. The patient was discharged from the hospital. No further complications were reported/anticipated. Additional information was received 9/27. The rep reported that the patient would be seen in follow-up on (B)(6) and reassessed at that point. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported the patient feels like their legs are on fire and are in excruciating pain when bending forward. The patient had 2 myocardial infarctions (mi) and was transported by air from the community hospital to a local hospital. The stimulator was turned off with the patient remote on (B)(6) 2019. The patient was treated for acute cardiac issues and stimulation was turned off. The patient was anticoagulated with medication and a coronary stent was placed. It was unknown if the issue was resolved at the time of the report. The patient was implanted with ins (B)(6) 2019. No further complications were reported/anticipated.